Manufacturer narrative:
The thermogard ivtm xp console (s/n: (B)(4)) was evaluated at the customer's site by a zoll service technician on 8/11/2016, during a scheduled annual preventative maintenance. The console passed all tests with no faults found and readings were within the specified limits. Additional service was completed (unrelated to the reported complaint) to ensure that the unit is functional without issue. The filter intake and rollers were replaced. In summary, the customer's reported complaint of a cooling issue could not be confirmed. The unit was evaluated and passed all testing criteria with no faults found.

Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The biomed technician reported that the thermogard xp ivtm (s/n: (B)(4)) console had trouble cooling the patient. The patient's data was reportedly deleted from the console prior to servicing, as a result, the customer does not have any additional information to provide. Since the patient information is unknown, the customer is unable to specify which nurse was present at the time of the event. There is no known impact or consequence to the patient.